Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 41 mg/dl. The customer reported that working with the doctor and having problems with exercising and then a couple hours later blood glucose shoot up. The customer states testing 15 times and having low and high blood glucose levels of 198 mg/dl and 293 mg/dl. The customer did treat for the low blood glucose level with carbohydrates and the high blood glucose with the insulin pump. The current blood glucose level was unknown. The customer declined troubleshooting of the low and highs. The insulin pump will not be returned for analysis.